Event description:
A patient underwent spinal surgery on (B)(6) 2025 utilizing the seaspine/orthofix shoreline acs system. Seaspine/orthofix became aware on 23 sep 2025 that a revision surgery occurred as a result of the inability to apply the interbody locking mechanism, rendering the construct potentially unstable.

Manufacturer narrative:
It was reported by the distributor representative present during the surgery that the surgeon utilized instrumentation that was not intended for the implant selected, which resulted in the inability to apply the locking mechanism. The surgeon was unable to confirm the integrity of the construct via fluoroscopy. A CT scan was performed on (B)(6) 2025 and resulted in the decision to replace the interbody and accompanying screws. No patient injury was reported. The customer was unable to locate the explanted parts; therefore, the product was not returned for evaluation. Review of labeling: intraoperative warnings breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel. Possible adverse events loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.